Event description:
It is reported that the device was implanted in1998. Approx six years post-op, the tibial component fractured. The pt was revised in 2004.

Manufacturer narrative:
Section f was completed by the MFR. Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.